Manufacturer narrative:
This report is being submitted as follow up #1 to provide the sample evaluation. Visual inspection upon receipt revealed that the shaft had been fractured at approximately 30mm from the distal end, where the platinum coil, stainless steel coil and niti core wire had been attached to one another. The stainless steel coil had been fractured off the niti core wire at approximately 250mm from the distal end, where the stainless steel coil and niti core wire had been attached to each other. The stainless steel coil was removed from the niti core wire for further inspection. The total length of the stainless steel coil and the segment of the niti core wire were confirmed to be approximately 220mm, with no evidence of elongation. From this it can be determined that it is most likely that there is no missing portion on the actual sample. The platinum and stainless steel coils are fixed to the core wire at three points: point 1: distal point where the platinum coil and niti core wire are fixed to each other, point 2: intermediate point at approximately 30mm from the distal end, where the platinum coil, stainless steel coil and niti core wire are fixed to one another, and point 3: proximal point at approximately 250mm from the distal end where the stainless steel coil and niti core wire are fixed to each other. Magnifying inspection of point 1 confirmed there was no separation of the platinum coil from niti core wire. Magnifying inspection of the distal fracture on the platinum coil at approximately 30mm from the distal end. Point 2 found the stainless steel coil and niti core had been fractured. Electron microscopic inspection of the distal fracture cross-section found that it had corroded, making it impossible for us to determine the cause of the fracture. Magnifying inspection of the proximal fracture at approximately 30mm from the distal end found both the stainless steel coil and niti core wire had been fractured. Electron microscopic inspection of the proximal fracture cross-section found that it had corroded. Magnifying inspection of the broken stainless steel coil and the niti core wire located at approximately 250mm from the distal end (point 3), where the stainless steel coil and niti core wires attached to each other did not reveal any evidence of elongation. Functional testing was conducted and was unable to reproduce the reported defect. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., on a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situation may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
D4: UDI number: this product code is not required to be registered with the FDA. The actual device was received by the manufacturing facility and is currently under evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : currently under evaluation

Event description:
The user facility reported a fracture on the runthrough ns device. Follow up communication with the user facility confirmed the following information: the lesion location is lm; when the wire arrived lm, it was fractured; and it was reported that the patient was not harmed.